Manufacturer narrative:
Eval result: roller guide.

Event description:
It was reported by service report that the drive wheel keeps disengaging. Customer could not determine if there was pt involvement or if there were adverse consequences to report.